Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the motor (handpiece) was not activated when connected to the power source. Power source was checked and it is sends voltage, but the handpiece was not working (it was heating when the black button of the click was activated, as if the in motor was not working). This occurred during surgery with a delay time of 5 minutes. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on (B)(6) 2017, it was reported that the motor (hand piece) is not activated when connected to the power source. Power source was checked and it is sends voltage, but the hand piece is not working (it is ¿heathing¿ when the black button of the click is activated, as if the in motor was not working). On (B)(6) 2017, it was clarified that the issue occurred during a surgical procedure. There was no medical intervention or additional surgical procedures required and the blade was placed properly for use. The dermacarrier was at room temperature during use and the device has not been repaired by anyone other than zimmer biomet. There was another device used to complete the procedure and there was no adverse event associated with the failure. There was a delay of 5 minutes to the procedure and there was no harm or injury to the operator. The surgical technique for the device was utilized. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome on june 13, 2017 revealed that the motor did not run and the calibration was within specification at all settings. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the power cord assembly, power switch, bearings, seal and retaining ring, motor, and o-ring. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the motor (hand piece) is not activated when connected to the power source¿ was confirmed since during the initial inspection it was noted that the motor did not run. The reported event was confirmed since during the initial inspection it was noted that the motor did not run. While during the initial inspection it was noted that the motor did not run, it was unknown with the information that was provided, how the event occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer.